Event description:
During a posterior lumbar fusion a spinal elements t-handle broke while over the operative site. All pieces were immediately recovered by the scrub person and removed from the sterile field to be sent together to risk management. The pieces include the t-handle and two small metal fragments. Handle is labelled (B)(4). Routine procedure x-rays taken of the surgical site show no retained fragments. No harm done to the patient. FDA safety report ID # (B)(4).